Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavy tortuous lesion in the left circumflex (cx) artery. A 2.25 x 23 mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, the stent failed to cross the lesion due to the anatomy. Then resistance was felt upon removal of the sds due to anatomical challenges and the stent edge was observed to be flared. The target lesion was treated with an unspecified xience skypoint. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.